Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in progress.

Event description:
The customer observed a false positive troponin result for one patient on the architect i1000sr analyzer. The following data was provided: initial 5.154 ng/ml, repeat 0.00. A second tube of blood was drawn and also resulted in 0.00 ng/ml. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The customer performed troponin precision studies which yielded satisfactory results. Field service verified instrument performance, no problems were observed. Sample handling/integrity could not be ruled out; the issue was isolated to a single result on a single patient sample. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.